Event description:
The customer reported poor image quality, blurry images. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image intensifier power supply. System operates as intended. This MDR is related to ge healthcare (B)(4).